Event description:
It was reported that during a surgery after t1 was deployed, the mechanism that should deploy the t2 would not return back to the right place so the deployment of t2 could not be performed. Procedure successfully completed with a smith and nephew device with no patient injuries reported. It is unknown if there was a delay.

Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed no suture or ts remain on the delivery needle or were returned for examination. The needle of each device is bent. The devices were functionally tested for proper actuator advancement and cycling, devices functioned as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution. Two device were returned however reporter confirmed the second device did not failed the same way. Event description updated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a surgery it was observed that the mechanism to push the t2 was not in front of the anchor and it did not come back after 4 anchor beats. The t2 could not be deployed. Unknown if there was a delay or back up device available. No patient injuries reported.